Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four events were reported for this quarter. Product return status: four devices were received for evaluation. Evaluation status: four events were confirmed during testing. -four devices were found to be affected by missing paint chips. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had paint chips missing. Four events had no patient involvement; no patient impact.